Manufacturer narrative:
Device was requested back for evaluation, but has not been returned.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone. The biomed isolated the failure to the main pcb. There was no patient harm reported.